Event description:
A user facility reports that an intraocular lens (iol) was damage when it became stuck in the cartridge of the iol delivery system. It is not known whether there was patient impact/injury associated with this event. Additional information has been requested.